Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the edges of the cutting flutes were bent and peeling away. The device had some signs of wear from moderate use. There were some scratches and nicks along the cutting flutes. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a ttc arthrodesis, after reaming the tibia, the surgical tech was removing bone from the cutting flutes of the reamer. Diameter 12.5mm and noticed that some of the edges of cutting surfaces had begun to peel away. No further reaming was necessary and the procedure was performed without any interruption. Patient was not harmed as a consequence of this issue. The reamer is no longer operable for future cases, as there is a risk that the shards are to come off inside the tibia and could be tricky to remove and potentially cause a re-operation if symptomatic.

Manufacturer narrative:
H10: internal complaint reference (B)(4).